Event description:
It was reported that during a routine follow up inappropriate shocks were seen due to low r wave amplitudes involving this subcutaneous implantable cardioverter defibrillator (s-ICD). It was also noted that as a result of multiple inappropriate shocks, therapy exhaustion was seen. It was noted that the low r wave amplitudes were likely due to a change in the patients rhythm morphology. The device was reprogrammed from the primary sensing vector to the alternate sensing vector, and the patient was kept at the hospital for further review and device data was sent to technical services (ts). Ts discussed the case on the phone with the physician and healthcare professional. It was confirmed the system placement was appropriate and no noise was seen during isometric and manipulation testing. Review of the device data confirmed a sudden morphology change. A possible holter monitor was discussed to assess the patient rhythm. The healthcare professional noted that the patients morphology changes may be related to the patients clinical condition as the patient was under dialysis. At this time the device remains implanted. No adverse patient effects were reported.